Event description:
It was reported that during the implant procedure, blood entered the electrode up to several cm from the tip of the electrode. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found. The full lead was returned and analyzed. By design, left heart leads are manufactured with a septum in the tip that will sometimes allow blood ingress. The distal conductor was found distorted and the lead stretched.